Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that the thread breaks when knotting. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 22 closed samples. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 7.75 kgf in average and 7.06 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling b. Braun surgical specifications. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Final conclusion: although the results of the samples received fulfil the specifications of (B)(4) b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.